Event description:
Unomedical reference number (B)(4). Event occurred in the united states the patient reported that there were three sets in the last 2 weeks now, in which the tubing separated from the quick release/ site connector. Initially, she thought it was of her because as she was sleeping when it happened, but the rest of the infusion sets had detached from the site when she was just sitting. Further, she just noticed it when she smelt an insulin and felt that her pants got wet by the insulin. The site location was her abdomen and the pump was located on the belt line. The infusion had been used for one day. Moreover, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. Currently, her blood glucose level was 134 mg/dl. No further information available.